Manufacturer narrative:
Unable to perform occlusion test due to drive/motor anomaly. The driver block does not engage with lead screw due to corroded thread segment.

Event description:
Customer called in complaining of continuous high bg's/dka. Troubleshooting was performed and pump seemed to function normally.